Event description:
The report stated that the ligasure atlas was being used in a procedure on the colon/ileus. After some use, the jaws of the device would not open. The surgeon was able to remove the device from the tissue by force. This caused blood loss of less than 200 cc's. Another ligasure atlas handpiece was used to complete the procedure.

Manufacturer narrative:
Date of initial report: february 20, 2008. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions have been asked on the customer. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.